Event description:
Customer's daughter reported, customer was hospitalized for diabetes ketoacidosis. She stated customer had nausea and vomiting prior to hospitalization. At the time of troubleshooting, the insulin pump alarmed. Customer's stated there are no basal rates in the pump, time is off by twelve hours. No further details provided at time of call.

Manufacturer narrative:
Currently it is unk wheter the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.